Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery (B)(6) 2014 to excise the excess skin. During the same surgery, a longer abutment was placed. The implanted device remains.